Event description:
It was reported that a patient presented in-clinic for a left ventricular (lv) lead explant procedure. Prior examination of the left ventricular (lv) lead revealed diaphragmatic stimulation on lv lead. The lv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported event was muscle stimulation. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.